Event description:
Per the sales rep, the tip was bent during a case which could cause inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the sales rep, the tip was bent during a case which could cause inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. Device not returned.